Event description:
The customer reported via phone call that she had a no delivery alarm that occurred again. Customer's blood glucose was in the 200's mg/dl at the time of the incident. Troubleshooting was performed and the customer reported that the insulin does not exit with the plunger push. Customer was using apidra insulin. Customer feels that it may be an issue with the insulin because it's the only constant that she has used with changing the sets and pumps.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.